Event description:
An ophthalmic surgeon reported "poor aspiration" during a procedure. The case was completed with no harm to the patient.

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. (B)(4).